Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care professional regarding a patient receiving morphine (concentration 5mg/ml, dose 0.6299mg/day) via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. The patient reported that there was a bell symbol on the personal therapy manager and the pump was alarming, the code seen on the personal therapy manager was 8474-pump reset. The pump begun alarming 5-6 days prior to this event report date and the patient thought it was her hearing aid that was making the noise so went to (B)(4) to have it checked and when it checked out ok, she realized it was the pump alarming. The pump was checked and the attention dialogue box showed that a reset occurred on (B)(6) 2015 at 14:02 (reset occurred with a low battery reset) the elective replacement indicator (eri) was at 25months. The pump was replaced on (B)(6) 2015 and it was noted that the cause for low battery reset was unknown. There were no symptoms reported.

Manufacturer narrative:
Analysis of the 8637-20 serial number (B)(4) found battery high resistance. (B)(4).

Event description:
Additional information received from a company representative reported the pump went into safe mode. The patient was admitted to the emergency room (ER) on the evening of (B)(6) 2015 with their pump alarming and sudden withdrawal symptoms. The specific withdrawal symptoms the patient experienced were unknown. The company representative interrogated the pump. The pump showed that in went into safe mode on (B)(6) 2015. The pump was reprogrammed to the desired dose; however, it was discussed with the healthcare professional that the pump may again revert to safe mode. The pump was replaced on the evening of (B)(6) 2015; the same day the pump was interrogated and found to have reverted back to safe mode again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.